Event description:
It was reported that noise was observed oversensed noise on the ventricular lead. The noise inhibited pacing and triggered a vf event, which was noted on a merlin.net transmission. The device was reprogrammed to address issue at follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.